Manufacturer narrative:
Block b3: date of event unknown. Approximated 6 months prior the manufacturer becoming aware of the event.

Event description:
It was reported that the patient experienced increased pain from their superion indirect decompression (ID) implant. Imaging taken revealed the ID implant had migrated anteroposterior in lumbar three-four, however the images were not saved. The patient underwent a procedure where the ID spacer was removed from lumbar three-four. It was noted that there were no fractures or unusual anatomy found during the removal and the cause for migration was unknown per the physicians assessment. Analysis of the ID implant was not performed as it was retained by the facility. The patient did well post-operatively.